Event description:
It was reported that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Final analysis found that the device battery exhibited normal depletion. No anomalies were found.